Manufacturer narrative:
As received only the distal end of the lead was received for analysis measuring 42.5 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with occurring at time of procedure.

Manufacturer narrative:
A partial lead was received in two pieces for analysis. The reported events were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with occurring at time of procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion caused by friction to the device can was noted at 14.0 cm to 14.2 cm from the connector pin. The insulation abrasion breached the rv cable lumen with no damage noted to the etfe cable coating.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in (B)(6) 2020 with inappropriate shock from the competitor ICD due to svt, and noise oversensing on the right ventricular lead. The lead was noted to the fractured. The lead was explanted and replaced. The patient was stable.